Event description:
It was reported that during a labral repair procedure using the speedstitch suturing device, the needle jammed and got stuck protruding out of the device. The surgeon opted to complete the procedure using a competitor's device. There were no significant delays or pt complications reported as a result of this event.